Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose modular (glum) result generated by unicel dxc 800 pro chemistry analyzer. The sample was repeated on the same unit and another unit and the results from both reruns were higher. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results were within established ranges pre and post the event. The sample was from gray top tube that was spun and poured off into a 0.5 ml cup. The customer noticed the sample had bubble on the surface after the original low result was obtained. A bci field service engineer (fse) performed calibration and precision run on control material to establish customer specifications. No hardware or other issues were found. Root cause is operator error during pouring off the sample from the tube into a small cup.